Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 1 month. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was seen in the clinic with volume overload and progressive shortness of breath, and was diagnosed with a pleural effusion. The patient was admitted to the hospital. On (B)(6) 2017, a right heart catheterization showed mildly elevated right heart filling pressures, and the patient was treated with lasix. On (B)(6) 2017, a thoracentesis was performed due to persistent shortness of breath, cough, and bilateral pleural effusions. On (B)(6) 2017, the patient experienced an abrupt onset of a severe frontal headache. The patient rapidly became obtunded, had unresponsive pupils, and was emergently intubated. A head CT scan showed a large parieto-occipital intracranial hemorrhage. Prior to the stroke, the patient was clinically stable, had no major hypertension, inr was therapeutic at 2, and the mean arterial pressure was approximately 80mmhg. On (B)(6) 2017, the family decided to withdraw support and the patient expired. Respiratory failure was considered ongoing at time of death. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported hemorrhagic stroke and subsequent outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.